Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the power module assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use reported with the event.